Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.